Manufacturer narrative:
Failure analysis conclusion: the driveshaft of the oad was removed at autopsy and was returned to csi for analysis the handle of the oad was not returned. The driveshaft was elongated, and the crown was intact and undamaged. The damage observed on the shaft is likely the result of removal attempts and is not considered a contributing factor in the reported complaint. Scanning electron microscopy revealed that the shaft had been destructively cut. There was no adhered biological material on the driveshaft or crown. There was no other damage observed with the driveshaft section that would have contributed to the reported complaint. At the conclusion of the failure analysis investigation, the reported stuck-in-vessel event could not be confirmed. It should be noted that the diamondback 360® peripheral orbital atherectomy system exchangeable series instructions for use manual states, "do not continue treatment if the guide wire or the oad becomes sub-intimal." Csi ID: (B)(4).

Manufacturer narrative:
The event would have required intervention to prevent permanent impairment or damage. During the course of planning intervention, the patient expired. The physician's opinion is that the cause of death is overloading of the heart. (B)(4). The driveshaft of the oad was removed at autopsy and was returned to csi for analysis the handle of the oad was not returned. Analysis of the returned driveshaft is in progress. A supplemental report will be submitted after the analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback exchangeable peripheral orbital atherectomy device (oad) was selected for treatment of a patient who was very sick, according to the physician. Successful treatment of the superior femoral artery was performed with a 2.0mm cartridge. The oad was then redirected to the peroneal artery with a 1.25mm cartridge. The driveshaft was only advanced about halfway for treatment. Following treatment in the peroneal artery, glideassist was activated, and the oad was advanced the rest of the way so that wire exchange could be achieved without losing wire position. The oad was then subintimal, but the physician was not aware of this at the time. The wire could not be removed for exchange. The device was wrapped around the wire and the subintima. Despite use of a snare and a balloon, the oad could not be removed. The physician then pulled on the oad, and it retracted to the popliteal artery. Unsuccessful attempts were made for five hours to free the oad, during which the driveshaft of the oad fractured. Thereafter, surgery was consulted. The patient experienced a drop in blood pressure during the event. The patient was transferred to the coronary care unit and expired there. The physician stated that the drop in blood pressure was due to overloading of the heart during the procedure.